Manufacturer narrative:
Improper or incorrect procedure or method. The sensor face damage can cause insufficient coupling between the reservoir wall and sensor face. The user was using improper gel. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr installed the red alert sensor from customer inventory which was not being used at the time since they were only using alert sensors. Perfusionists (ccp) are only using one sensor in the alert position. Per the fsr the ccps are using ultrasonic gel when refilling the stamp pad so the fsr has informed the user regarding the use of ultrasonic gel. The fsr used the test fixture and the issue occurred on both sides, thick and thin. The fsr has ordered a replacement level sensor to be sent to the customer. The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was confirmed during laboratory evaluation. When the level sensor was connected to a system-1 simulator, it caused a ¿level disconnected¿ message to appear on the central control monitor (ccm).

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the yellow level sensor was not making contact with the test fixture and caused an alarm. The fsr found the level sensor to be worn. There was no patient involvement.